Event description:
It was reported the device reached elective replacement indicator (eri) and that the battery depleted within less than four years of implant. It was also reported the device had the output for the right ventricular lead programmed to six volts at one millisecond. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.